Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that a remote alert was received, indicating that loss of capture was observed from this right ventricular (rv) lead. There was no evidence of asystole. Boston scientific technical services (ts) was contacted and additionally reviewed the presenting electrocardiograms, which showed evidence of fusion. As the patient is currently hospitalized for a radiography to determine whether this lead had dislodged from the implant location, ts mentioned that troubleshooting could be performed real-time with the physician. The physician elected to surgically explant and replace the lead to resolve the event, and no additional adverse patient effects were reported. This rv lead was received for analysis.

Event description:
It was reported that a remote alert was received, indicating that an impedance measurement from this right ventricular (rv) lead was out-of-range. The specific impedance value was not provided. Boston scientific technical services (ts) was contacted and additionally reviewed the presenting electrocardiograms, which showed evidence of fusion. As the patient is currently hospitalized for an unrelated fluoroscopy, ts mentioned that troubleshooting could be performed real-time with the physician. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a remote alert was received, indicating that loss of capture was observed from this right ventricular (rv) lead. There was no evidence of asystole. Boston scientific technical services (ts) was contacted and additionally reviewed the presenting electrocardiograms, which showed evidence of fusion. As the patient is currently hospitalized for a radiography to determine whether this lead had dislodged from the implant location, ts mentioned that troubleshooting could be performed real-time with the physician. The physician elected to surgically explant and replace the lead to resolve the event, and no additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.